Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor passed motor test. The insulin pump had cracked case at display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm and experiencing high/low blood glucose. The customer states the pump alarmed motor error and had high blood glucose of 400 mg/dl. The customer states the insulin pump was not exposed to a high magnetic field. The insulin pump is able to rewind. She also states her blood glucose had gone down to 59 mg/dl, while priming. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.